Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication is due to use error. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, there are no products expected for return to isi for failure analysis evaluation. If additional information is received, a follow-up MDR will be submitted. The logs were reviewed by an isi advanced failure analysis engineer (fae) and the following findings were obtained: the logs only show 4 installs of sureform 60 stapler instrument (part #480460-09, lot #l91211122-0166. The installs shown in the logs are # 7-10. Installs 7 and 8 used a blue stapler reload, but no clamps or fires were attempted. Installs 9 and 10 used white stapler reloads, and both firings were completed per the logs with 1 pause for compression. These two installs did not have any incomplete clamps. From the tool table, the logs show that the sureform 60 stapler instrument fired 8 reloads (4 white, 3 blue, 1 green). There are no stapler related errors seen in the logs. The sureform 60 stapler usage details described in the complaint are not present in the logs available. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy procedure, the sureform 60 stapler instrument which was installed with a white stapler reload gave a "tissue too thick" error message. The site changed to a blue stapler reload and then a green stapler reload but got the "tissue too thick" error message again each time. The surgeon then realized that he had stapled across a temperature probe. The site spent an extra 45 minutes rectifying the issue. The surgeon used a mcs instrument to cut the staple line and free the temperature probe. The surgeon then used the same stapler instrument to staple medially to the previous staple line. The surgeon completed the case with the same sureform 60 stapler instrument. An imaging contrast study was performed the next day to check and confirm there were no leaks.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, during the 4th staple fire with a white stapler reload, there was a partial fire and a "tissue too thick to continue" error occurred. The surgeon opened the stapler instrument jaws and examined the tissue and there was no hole in the staple line. The surgeon upsized to a blue stapler reload and got a partial fire with the same error message again. The surgeon up sized to a green stapler reload and a partial fire with the same error message was received a third time. The surgeon then checked with the anesthetist whether a temperature probe was inserted in the patient. The anesthetist then realized that the temperature probe was inserted too far in and was partially stapled into the stomach. According to the surgeon the temperature probe is usually removed prior to commencing stapling. The surgeon spent an extra 45 minutes on the case to rectify the issue. A monopolar curved scissors (mcs) instrument was used to cut the staple line and free the temperature probe. After the temperature probe was removed, the same stapler instrument was used to staple medially to the previous staple line. Although the surgeon had to removed additional stomach tissue, it still resulted in an acceptable surgical outcome. On the next day, the surgeon did a leak test and confirmed that there were no leaks. The patient was discharged on the first post-operative day (pod). The patient's hospitalization was not prolonged due to the issue. The surgeon stated that there was no malfunction of the sureform stapler instrument or reloads used. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) who was present during the procedure and obtained the following information: the stapler instrument and reloads were discarded after the procedure.